Event description:
The patient reportedly experienced a loss of lock with his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing to confirm device failure has been scheduled.